Manufacturer narrative:
Common device name: cure catheter® for men. Based on the available information, this event is deemed to be a reportable malfunction/serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: unk. Reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The end user reports that he developed urinary tract infections and questioned "if the affected catheters played a role in the uti". The end user reports that the catheters caused "chaffing as a feeling of discomfort", but no actual evidence of chaffing noted. He associates this with "stickiness" on the catheters. He reports he had to use "more lubrication than usual" due to this issue. The end user used the product and reports he "developed a urinary tract infection uti 3 weeks ago which resulted in him being hospitalized x 3 days for IV antibiotic infusions. Signs and symptoms (s/s) of the uti were a "high" fever of 103.3, flank discomfort, cloudy urine, odor to urine. Lab work was done and it was found he had an infection with e coli. He was sent home with home health for another 10 days of IV antibiotic infusions which are now complete". There were no photos received depicting the reported complaint issue.